Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) experienced a catheter that broke/separated from the hub during use. The following information was provided by the initial reporter: material no.: 381444 batch no.: 9184537 per email: not sure if you are the correct bd rep but I need to pass along that we had an IV intima fail in our ER department. It is item #381512, a 24f intima that separated at the needle hub. Iu am working to get the lot number for the device. It is an auto guard 18g x 1.16. Item number 381444, lot #9184537.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one adapter which revealed no form of a molding defect that could have affected the swaging process. However, there are no visible marks confirming swaging process was completed properly. Even without the catheter tubing and wedge observation, it is extremely unlikely for the defect to originate on the user side as properly swaged catheter is difficult to remove from the adaptor without a considerable and intentional force. The reported issue was confirmed. The evidence provided confirms this to be a manufacturing process issue. Bd is continuing to further investigate this type of reported issue under CAPA#1461582. The DHR for lot number 9184537 has been reviewed, no related quality issues or process deviations were found

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) experienced a catheter that broke/separated from the hub during use. The following information was provided by the initial reporter: material no.: 381444, batch no.: 9184537. Per email: not sure if you are the correct bd rep but I need to pass along that we had an IV intima fail in our ER department. It is item #381512, a 24f intima that separated at the needle hub. Iu am working to get the lot number for the device. It is an auto guard 18g x 1.16. Item number 381444, lot #9184537.